Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h12e21068 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was received by baxter. A visual inspection was performed with no issues noted. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The sample could not confirm the reported problem. Corrected data: it was clarified that a doctor, not a patient, was the initial reporter of this event.

Event description:
A customer reported particulate matter in the fluid path of a transfer set. The particulate matter was found while the transfer set was still in the packaging. The product was not used. There was no patient involvement.